Event description:
It was reported that the procedure was to treat a moderately tortuous proximal right coronary artery. A 2.5 x 12 mm rx trek balloon catheter was being used when it ruptured on the second inflation at 16 atmospheres. Another 2.5 x 12 mm rx trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Additionally, it was reported that the balloon was inflated to 16 atmospheres. It should be noted that the coronary dilatation catheter (cdc) instructions for use rx trek and mini trek rx instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.